Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons were not responding. The customer was in a car accident. The reservoir was scratched and a little piece of the screen came off. Customer's blood glucose level was 101 mg/dl. Nothing on the screen changed. The insulin pump alarmed unexpected restart. The customer was unable to clear the alarm. The customer stopped using the insulin pump for two to three months. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up button dome switch. Time changes properly. Inspected lcd connector and no unlocked connector noted. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self-test, error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. No alarm noted. Motor passed motor test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked/chipped display window.